Event description:
The customer reported that the system experienced an immediate loss of system functionality and was unable to display a fluoroscopic image. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter pcb assembly was evaluated and reseated. The system was tested and found to be working as intended and returned to service.